Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) was observed some of switches on key pads were not working where key pad controller pcb is suspected to be defective. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) observed some of switches on key pads were not working where key pad controller pcb is suspected to be defective. Defective part has been dispatched to getinge for failure investigation. Fse replaced keypad controller pcb in order to fix the issue. "The defective components were received for further investigation. The unit passed all functional tests and , and handed over in working condition. Unit was then cleared for clinical use. There was no patient involvement.the failure analysis and testing dept. Received keypad controler pcb with a reported unit failure of found some keys on keypad that were not working. The failure analysis and testing dept. Performed a visual inspection to part number keypad controller pcb and found the part to be in good condition. The failure analysis and testing dept. Installed the keypad controller into the cs 300 test fixture and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. V. The failure analysis and testing dept. Performed a keypad/switch test in the diagnostics mode. The failure analysis and testing dept. Observed that every key functioned normally when it was pressed. The failure analysis and testing dept. Performed the keypad/switch test multiple times and could not replicate the failure experienced by the customer. The keypad controller passed testing. Retaining the keypad controller in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Update field - b4, g3, g6, h6(health effect ¿ clinical code), h10. A getinge field service engineer (fse) observed some of switches on keypads were not working where keypad controller pcb is suspected to be defective. Defective part (d670-00-1145) has been dispatched to getinge for failure investigation. Fse replaced keypad controller pcb in order to fix the issue. "The defective components were received for further investigation. Please refer to the root cause evaluation field for details" the unit passed all functional tests and handed over in working condition. Unit was then cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received keypad controler pcb with a reported unit failure of found some keys on keypad that were not working. The failure analysis and testing dept. Performed a visual inspection to keypad controller pcb 18 00515 12_swemco and found the part to be in good condition. The failure analysis and testing dept. Installed the keypad controller into the cs 300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. V. The failure analysis and testing dept. Performed a keypad/switch test in the diagnostics mode. The failure analysis and testing dept. Observed that every key functioned normally when it was pressed.the failure analysis and testing dept. Performed the keypad/switch test multiple times and could not replicate the failure experienced by the customer. The keypad controller passed testing. Retaining the keypad controller in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.